Event description:
It was reported that there was oversensing noise noted via remote transmission on the right ventricular (rv) lead. The patient was asked to come into the clinic and tests confirmed oversensing/noise. It was also reproducible while ¿massaging¿ over the implantable cardioverter defibrillator (ICD) area and noise was seen with left arm movements. During the procedure, the part of the lead that was visible for the implant was inspected thoroughly. No damages and no anomalies were seen. Even the setscrew was checked prior to loosening it from the pin port. The implanter "pushed and pulled" and no signs of setscrew issues. No noise and no oversensing were seen either from measurements or from the ICD while the lead was connected to the analyzer. The lead was capped and replaced. It was uncertain whether the problem was related to the ICD or lead. There was unexpected longevity and ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Vt-ns episodes with evidence of lead noise oversensing. Sic counts not available.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).